Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received the no delivery alarm. The customer¿s blood glucose level was 263 mg/dl at the time of the incident. The customer stated that she got total 4 no delivery alarm and she changes set each time. The troubleshooting was performed for the no delivery alarm. The customer stated that insulin did not exit the tubing with manual prime. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.